Event description:
Patient underwent stage 1 l2 en bloc chordoma resection, t11-l5 revision posterior spinal instrumentation with carbon fiber, l1-l3 laminectomies, facetectomies, retroperitoneal dissection, and left l2 rhizotomy. Patient discharged from the facility with no noted issues. While at home 48 days later, the patient went to stand after using the restroom and felt a pop and sharp pain in her back. Patient presented to the hospital and imaging was obtained. The computed tomography (CT) demonstrated bilateral rod fracture directly below the l1 pedicle screw with coronal translation secondary to the rod fracture. Patient was taken to the operating room and underwent revision of the t11-l5 posterior spinal instrumented fusion.

Event description:
Patient underwent stage 1 l2 en bloc chordoma resection, t11-l5 revision posterior spinal instrumentation with carbon fiber, l1-l3 laminectomies, facetectomies, retroperitoneal dissection, and left l2 rhizotomy. Patient discharged from the facility with no noted issues. While at home 48 days later, the patient went to stand after using the restroom and felt a pop and sharp pain in her back. Patient presented to the hospital and imaging was obtained. The computed tomography (CT) demonstrated bilateral rod fracture directly below the l1 pedicle screw with coronal translation secondary to the rod fracture. Patient was taken to the operating room and underwent revision of the t11-l5 posterior spinal instrumented fusion.